Event description:
After rptr broke their tooth in an accident they went to the doctor, who extracted the tooth and provided a "flipper"- a temporary tooth product (plastic). The flipper does not fit at all and falls out all the time. It has very sharp points and is very dangerous. When eating, it falls out and one time rptr almost swallowed it!!! When talking, it falls out, the sharp points, hurt rptr many times when closing their mouth. The "flipper" is very dangerous and even life threatening. Although it has not resulted in every adverse event yet. It did hurt rptr and they would like to have FDA interview and investigate the product and the doctor.